Event description:
It was reported after a pulse field ablation (pfa) procedure the patient experienced an effusion. Following a pulmonary vein isolation procedure where a farawave catheter was selected for use, it was noticed on the intracardiac echocardiography (ice), that the patient had an effusion. A pericardiocentesis was performed, and the patient was taken to intensive care unit (ICU). The patient required prolonged hospitalization. The location of the perforation was not confirmed. No resistance was felt while maneuvering the catheter. No device issues were reported. According to physician opinion there was difficulties with the transeptal stick. The device is not expected to be returned for laboratory analysis. It was disposed.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.